Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly however, corrosion damage was found at the keypad traces. No button error alarms noted. The insulin pump has minor scratches on lcd display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.